Event description:
It was reported via phone call that the customer went to the hospital for a medical procedure that was not diabetes related.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were in intensive care unit due to high blood glucose and diabetic ketoacidosis on unknown with blood glucose of almost 400 mg/dl. The customer's current blood glucose is 265 mg/dl. The insulin pump will not be returned for analysis.